Manufacturer narrative:
(B)(4). Concomitant medical products: us157850-m2a-magnum pf cup 50odx44id-817190, 139254-m2a-magnum 42-50mm tpr insrt-3-870720. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01324. Customer has indicated that the product will not be returned to zimmer biomet for investigation, patient kept devices. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient kept devices.

Event description:
It was reported that patient underwent a revision procedure approximately 12 years post-implantation due to elevated metal ion levels. During the procedure the magnum head was explanted along with the magnum stem. Surgeon kept the magnum cup implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.